Event description:
During the operative laparoscopy and left cystectomy x2 part of the procedure, the laparoscope harmonic had a white part start to detach at the grasper (the white piece seems to still be attached to the grasper). The surgeons noticed it while looking at the laparoscopic screen. The harmonic instrument was immediately removed from service.